Manufacturer narrative:
Visual inspection: visual inspection was performed at 12" under normal lighting to received unit, in order to detect any damage on the cuff, airline or pilot balloon. No damaged could be detected. Functional test: sample was filled with 5cc of air in order to see if there was any functional problem. Results: when inflating the unit with air, it was seen that cuff inflated but a part was not uniformly. The cuff was manipulated and the whole cuff inflated. However, extremely force was needed to inflate the cuff. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the cuff was sticking to the shaft of the device. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147., corrected data: corrected information provided in d2.